Manufacturer narrative:
The breath delivery (bd) printed circuit board (pcb) was returned to medtronic¿s product analysis laboratory. A visual inspection was performed and no anomalies were observed. An investigation was performed and the reported issue was not duplicated. No error logs were recorded in the diagnostic logs during testing. No fault was found with the returned bd pcb. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in use on a patient, an 840 ventilator generated error messages making the ventilator inoperable. The patient was removed from the ventilator and placed on an alternate ventilator. There was no harm to the patient as a result of the event. The field service engineer (fse) replaced the breath delivery (bd) central processing unit (cpu) printed circuit board (pcb). The fse updated the software and the unit passed all calibrations, extended self-test (est), short self-test (sst) and performance verification test (pvt).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in use on a patient, an 840 ventilator generated error messages making the ventilator inoperable. The patient was removed from the ventilator and placed on an alternate ventilator. The field service engineer (fse) replaced the bd cpu, breath delivery, central processing unit. Fse downloaded ak software and the unit passed all calibrations, extended self test (est), short self test (sst) and performance verification test (pvt).